Manufacturer narrative:
Product event summary - the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead became extrinsically distorted due to stylet/guidewire coating. The distal conductor of the lead was obstructed due to a stylet/guidewire fragment stuck in the lumen. Visual summary analysis of the lead indicated damage at implant. The analyst noted that visual inspection found the guidewire stuck in lumen.

Event description:
It was reported that during the implant attempt, the guidewire appeared to be stuck within the lumen of the lead. The guidewire could not be advanced or removed from the lead after difficult placement in target venous anatomy. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.